Event description:
It was reported that during patient infusion of norepinephrine with a spectrum pump, the patient's mean arterial pressure dropped (no values provided). It was further reported a system error 344 alarm was generated. The pump was turned on and off "to reset it" and the norepinephrine settings were "erased", which resulted in a delay of therapy. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch #(B)(4) for this event. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a system error 344 was not reproduced. Review of the event history log revealed one "system error 344" message. The pump is expected to stop treatment when ec 344 is triggered; therefore, the pump functioned as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware or software abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.